Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Error codes 1816 and 1840 were recorded in the event log. Functional testing confirmed the reported error code. The cause was traced to a faulty gear motor and motor revolution detection sensor. The device was returned to the customer with no repair provided at their request.

Event description:
It was reported that error code 1816, indicating a motor issue, was displayed during infusion at the patient's home. No adverse event was reported.